Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board.

Event description:
The customer's husband reported a blank display. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.